Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel; the delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 90% stenosed, de novo, mid left anterior descending (lad), after implantation of the 3.5 x 33 mm xience prime stent, a distal edge dissection was noted. A 3.5 x 15 mm xience v stent was used as treatment. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.